Manufacturer narrative:
Visual and dimensional inspection of the returned longevity neutral acetabular liner determined that the device conformed to specifications where measured. Damage was noted on the anti-rotation tabs. Review of the device history records for lot code associated with the liner identified no deviations or anomalies in the manufacturing process. Review of complaint history determined no previous complaints for lot code associated with the liner. The reported device is used for treatment. Surgical technique instructs to place the final polyethylene liner by hand or with the liner insertion instrument. Also if assembled by hand, the liner should be spun until the scallops and antirotation tabs align/engage. Based on witness marks found on the liner tabs, it appears that the liner was not properly aligned with the anti-rotation tabs.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported the poly would not seat into the cup.